Event description:
It was reported that the programmer took a long time to boot-up despite running the service diskette multiple times. The programmer functioned normally once it was booted up. It was further reported there was noise on the EKG (electrocardiogram) programmer/cable connection and it is unknown if this was caused by the EKG connector or the EKG cable. The programmer was returned for repair. Follow up indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer took a long time to boot-up despite running the service diskette multiple times. The programmer functioned normally once it was booted up. It was further reported there was noise on the EKG (electrocardiogram) programmer/cable connection and it is unknown if this was caused by the EKG connector or the EKG cable. The programmer was returned for repair. Status of the cable is unknown. Follow up indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer had a long boot time, this was due to the broken keyboard connection on the main processing unit. It was also noted that the printed circuit board electrocardiogram connector had cracked solder joints on the ground pins. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).